Event description:
Poly exchanged was performed due to tightness in flexion and m/l instability. Insert was changed from a 2,13 ps to a 2, 11 ts insert.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon insert was reported. The event was not confirmed. No items were returned, as the patient kept them. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Poly exchanged was performed due to tightness in flexion and m/l instability. Insert was changed from a 2,13 ps to a 2, 11 ts insert.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.